Manufacturer narrative:
Upon review of the initial report, it was noted that the medwatch MFR report number provided in reference to the patient¿s pump exchange on (B)(6) 2017 was incorrect. Medwatch MFR report# 2916596-2017-01568, is regarding a report of low speed and low flow alarms while the patient was connected the power module on (B)(6) 2017 after the pump exchange had occurred. The referenced pump exchange on 13jun2017 was reported under medwatch MFR report # 2916596-2017-00673. The explanted device had previously been returned and evaluated in reference to the reported events associated with the pump exchange (reference medwatch MFR report # 2916596-2017-00673). The explanted device was returned assembled with the driveline cut approximately 10 inches from the pump housing and the severed distal end portion, measuring approximately 31 inches in length, was also returned. The sealed inflow conduit, sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. No issues with the outer jacket layer of the driveline were noted during the investigation; there were no observations made to denote that the outer jacket layer appeared to have been associated with a driveline infection. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations that were present while the pump was supporting the patient. A correlation between the device and the reported infection could not be determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-01568. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 years, 8 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. It was reported that the patient was still hospitalized after receiving a pump exchange on (B)(6)2017 due to possible driveline damage. The patient at that time also had a ventral hernia repair with marlex mesh during the pump exchange. A wound culture taken on (B)(6)2017 was positive for bacteria that grew enterococcus faecalis. The patient was treated with IV antibiotics and wound vac therapy to the old driveline site and sternal incision. It was reported that the patient required daily hemodialysis, and was stable. The lvad clinician reported that the patient had several unidentified issues that precluded discharge. The wounds and IV antibiotics were keeping the patient in the hospital. No additional information was provided.